Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection identified no issues. The functional evaluation performed on the unit revealed a cassette insertion/pressure offset error during runtime. The complaint was verified and the root cause has been associated with electronic component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include pressure transducer malfunction or wear of the latch keeper.

Event description:
It was reported that the device was not working. There was no backup available. No patient injury reported.